Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a possible missing sensor wire on (B)(6) 2014. Patient stated that transmitter never connected to sensor pod and wire remained in the deployment device. Patient reported no discomfort at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).